Event description:
Lvad [left ventricular assist device] patient was found to have >75% stenosis of the lvad outflow graft secondary to hypoechoic thrombus. Patient underwent lvad outflow graft stenting on [date redacted]. This is a known potential complication of the lvad, as reported out in an FDA notice last year.